Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a higher rate or volume than programmed (over infusion) during therapy in the progressive care unit (medication, dose, programmed amount and delivery rate unknown). The customer reported that the nurse noticed all of the medication had delivered in a half hour span. The customer's (B)(4) technician had tested the device and found the device to deliver at a faster rate than was programmed (programmed for 100 delivered 134-138%). There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection identified no grease on the cam lobes which contributed to the reported condition. A device history review revealed that the direct cause of the complaint is related to the manufacturing of the product. The reported condition was verified. The device was found out of specification in relation to the reported over infusion which was reproduced during flow rate testing. The direct cause of the reported symptom was determined to be a workmanship failure which resulted in no grease being applied to the cam lobes during manufacturing. The absence of grease led to premature wear on all finger and valve pushers. It was determined that the premature wear lead to the upper valve being unable to occlude the line during the pumping phase of the device, and therefore an over-infusion. The cam shaft assembly and pushers require replacement to correct the reported symptom. Should additional relevant information become available, a supplemental report will be submitted.